Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, preventing timely wake and interaction with alerts, and requiring multiple attempts to activate; the device was replaced and the user was instructed on data sync, shutdown, return, and start-up of the replacement. Symptoms included difficulty accessing alerts due to an unresponsive user interface. Outcomes included no reported alerts or alarms and no reported adverse clinical effects, hypoglycemia, hyperglycemia, or hospitalization. Investigation included customer interview, troubleshooting guidance, collection of video evidence, verification of device information, and retrieval of the device for evaluation. Investigation of this device was confirmed and revealed a user interface malfunction consistent with a sleep/wake button performance issue on the pump assembly; no contributing use error was identified. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the sleep/wake button.